Manufacturer narrative:
An event regarding pain involving an omnifit liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information provided was unknown. Complaint history review: could not be performed as lot code information provided was unknown. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including lot number, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. The following devices were also listed in this report: omniflex ms stem; cat# 1008-1035; lot# unknown, unknown_joint replacement_product; cat# unk_jr; lot# unknown, unknown_joint replacement_product; cat# unk_jr; lot# unknown, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "right hip and thigh pain, surgically revised stem, fem head and cup liner."